Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation ongoing. Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information as requested.

Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton as ventilator device works on battery only. - the moment when this event happened or when it was noticed has not been reported to hamilton. - the alarm was observable but is not further explained nor specified. - the device log files were provided to hamilton and show that the ventilator device alarmed for loss of external power multiple times. Te 244001 (externalpowerloss). - there is no patient involvement reported. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton as ventilator device works on battery only. The moment when this event happened or when it was noticed has not been reported to hamilton. The alarm was observable but is not further explained nor specified. The device log files were provided to hamilton and show that the ventilator device alarmed for loss of external power multiple times. Te 244001 (externalpowerloss). There is no patient involvement reported. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing.